Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.

Event description:
It was reported that a declot procedure was being performed on a male pt with complete thrombosis in a graft. After approx two passes were made, they found the tip of the catheter had separated and was retained in the pt. At which time a surgical cut down was performed to remove the tip, which was successful. There was no pt death and no pt complications were reported. The pt outcome was okay.